Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned, therefore an evaluation of the actual device was unable to be conducted. A review of the device history record of the product code/lot# combination was conducted with no findings. With no device return, the exact cause of the reported event cannot be definitively determined based on the available information. This report is for the second device used on the patient; see MDR no. 3013394970-2018-00509 for the first device and MDR no. 3013394970-2018-00511 for the third device reported that was used on the same patient.

Event description:
The user facility reported that the bypass tube was already detached from the carrier tube tip on the angio-seal device when the angio-seal poly-foil pouch was opened. The device had been stored on a level place. There was no obstacle to open the pouch. The pouch was fully opened all the way from the arrow side to the end. The device was not used and another angio-seal device was used to continue the procedure. Hemostasis was successfully achieved by the forth device. The procedure before deploying the device was (pci) percutaneous coronary intervention. A pre-deployment angiogram was performed. The size of the sheath ancillary used was 8 fr. There was no health damage to the patient. No equipment or other devices were used with the angio-seal device.